Event description:
A malar implanted in 2000 had slipped out of place and the pt wanted a referral for a physician who could evaluate and reposition. Dr was referred and reviewed the pt. No infection or health risk existed, only a dissatisfied cosmetic result. Dr replaced this implant in 2005. He stated to porex he felt the slippage was technique related and not an implant issue.